Event description:
Patient presented with severe angulation in the aortic neck. On (B) (6) 2010, patient implant of a 28-16-140bl bifurcated device, a 28-28-95rl suprarenal proximal extension, one 20-20-55l limb extension in the left and one in the right iliac. It was noted that there was an intraoperative type I endoleak. Three palmaz stents were placed and the endoleak was resolved. The limb extensions were slightly extended out into the bifurcation and as a precaution, the physician placed two 14x40 smart stents in the iliacs up until the bifurcation.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.